Event description:
It was reported that pump screen was dark and would not turn on, and caller experienced extreme difficulty pressing button, often needing multiple presses to turn on pump screen even after removing pump from case. There was no adverse impact to the customer¿s blood glucose level. Customer worked with technical support to repeatedly attempt button presses, agreed to continue using current pump until replacement arrived, and was sent replacement pump under warranty with instructions to put problematic pump into storage mode, reprogram pump settings, reconnect cgm to replacement pump, and return problematic pump using pre-paid label.

Manufacturer narrative:
In use at the time of the event: cgm model: unknown. Mobile os: unknown / unknown / unknown / unknown.